Event description:
It was reported that a pt was being transferred when they were dropped, allegedly due to the swivel bar hook. Pt sustained bruisedsand scrapes, to the hip area. Pt passed away within 24 hours of fall. Co has been advised the death was not related to the fall.